Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the patient¿s gi bleed could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) with no further reported issues. The heartmate 3 lvas IFU lists infection (localized, driveline, and pump pocket or pseudo pocket infection) and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic reporting chills and diarrhea. The patient was admitted on (B)(6) 2019, tested positive for clostridium difficile(c. Diff), and was treated with vancomycin. On (B)(6) 2019 bright red blood was observed in diarrhea and the patient's international normalized ratio was supratherapeutic. The patient was transfused 7 units packed red blood cells. A esophagogastroduodenoscopy was performed on (B)(6) 2019 and patient was negative for active bleeding. Patient was discharged after c. Diff treatment in stable condition. No additional information was provided.